Manufacturer narrative:
Product complaint # (B)(4). Patient code: no code available ((B)(4)) used to capture the surgical intervention. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Z-1749/1816-2011.

Event description:
Asr that was revised and upon revision it was noted that the ¿peg¿ had separated from the asr dome.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Event description:
Update (B)(4) 2018. Original implantation date - (B)(4)2006. Date of revision - (B)(4)/2015. Reason for revision - acute onset & continuing pain in the hip without injury. No radiological adverse features noted. At surgery, femoral peg seen to be detached (broken) from the dome. Side - left lot no - 2002457 (acetabulum), 1820416 (femur) . Any delay - 4 months from onset of symptom to surgery. Given the complexity of the diagnosis, this was a reasonable time to wait. The product numbers are: ref (B)(4) lot 2002457 ref (B)(4)lot 1820416.

Manufacturer narrative:
Nvestigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.